Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during surgery, they have noticed that while advancing the plunger to insert the lens, the movement did not occur in a perfectly straight line or in a rectilinear manner, resulting in a significant deviation from the axis. As a result, due to the uneven force on the lens, results in tearing or torn during the insertion process, compromising the success of the operation. Impact on the patient: the procedure had to be interrupted, and a new lens was used to complete the surgery. Fortunately, there were no additional complications for the patient, and the surgery was successfully completed after the damaged lens was replaced. However, such a problem could represent a risk of more serious complications in other circumstances. Additional information has states that there is no impact to the patient.

Manufacturer narrative:
The product was not returned for analysis. Only photo was returned. The reported complaint can be observed on the returned photo. Received photos show a device, the plunger is advanced to just past nozzle entry and is bent and advanced under the intraocular lens (iol). The iol is advanced to nozzle entry and appears to be mangled. The plunger is bent, this typically occurs when the plunger is continuously advanced by pressing the lever but is blocked by the lens. We are unable to determine the root cause for the reported complaint. The product was not returned for analysis. Plunger underride and bent plunger was observed on the returned photo. Plunger underride may occur: if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified viscosurgical device (ovd) may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become stuck in the device allowing the plunger to underride the lens. If the operating room temperature is too high (greater than 23 degree celsius / 73 degree fahrenheit) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).